Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 for abdominal pain and cloudy pd fluid. Pd effluent cultures and cell count were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). On (B)(6) 2026 the culture showed scant gram-negative bacilli growing. On (B)(6) 2026 the patient called the pdrn to report he could not drain during the treatment. The patient had contacted technical support in the morning to report the issue. The patient was instructed to go to the emergency room (ER). The patient was admitted to the hospital. It was not confirmed if the patient had fibrin or if it had been resolved. The cause of the draining issue was not confirmed. The patient is continuing antibiotic therapy with ip ceftazidime 2g daily. The patient remains hospitalized. The pd cultures have not grown anything other than the few gram-negative bacilli. No organism was identified. The cause of the peritonitis has not been determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The patient¿s culture results were positive for gram-negative bacilli bacteria. ¿infections with this class of bacteria often arise from the genitourinary system, hepatobiliary tract, gastrointestinal tract, and lungs.¿ most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.